Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-reproducible noise leading to inappropriate auto mode switch was observed. The patient was asymptomatic. Programming changes were made.